Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported having unexplained high blood glucose for the past two days. The customer's blood glucose 442 mg/dl. The customer was treated with a bolus delivery from the insulin pump. Troubleshooting for high blood glucose found the customer was displaying symptoms of high blood glucose such as vomiting. The customer also reported a hospitalization for their high blood glucose. Date of admission was (B)(6) 2014. Blood glucose at the time of admission was 446 mg/dl. Customer reported he had fallen and injured his left thigh a week prior to the hospitalization. The customer was placed on antibiotics. Troubleshooting for the insulin pump found the insulin pump was working as designed. No additional information provided.